Event description:
The implant was placed at #16. Poor oral hygiene, moderate bone condition, traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.